Manufacturer narrative:
Rationale for no return as per interface 06-30-2021, device is oow since 2013. Updated rationale for no return as customer refused return additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that an adverse event occurred without identified device or use problem. A potentially related device issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician used an ultra 90 catheter to treat a 1 cm segment of low dysplasia. The patient was on effient (blood thinner) but it was held 7 days prior to procedure. The ablations were performed with 1 tap ¿ clean ¿ 1 tap protocol given they used the ultra. The procedure was very short and extremely uneventful, no symptoms afterwards. There was not even any significant oozing after rfa (radiofrequency ablation) performed. There was no evidence of liver disease, and no varices on exam. The patient was discharged home on the typical regimen of sucralfate, bid ppi (twice a day, proton pump inhibitors) and viscous lidocaine as per our unit protocol following rfa. The patient was asymptomatic until 10 days after the rfa, when the patient developed acute onset hematemesis (vomiting of blood). The patient had to resume effient around a week after the procedure due to cardiac comorbidities. The patient was admitted to an outside hospital for the gastrointestinal bleed and initial egd showed presence of large amount of blood in the esophagus, but nothing actively bleeding. The patient was embolized by ir (interventional radiology) and follow up egd showed ulcers at the distal esophagus without any stigmata and no bleeding. It was confirmed that there was no significant overlap between ablation hit locations and the energy density used was 12 for the ultra, they left the setting at the default. It was learned that the patient died 10 days after the procedure was done.